Manufacturer narrative:
Plant investigation: an on-site evaluation was performed by a fresenius regional equipment specialist (res), who confirmed the machine passed functional checks. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred 2 hours into the patient¿s hemodialysis (hd) treatment on (B)(6) 2018. The blood leak was visually observed coming from the blood pump module of a fresenius 2008t machine. There were no signs of backed out rotor pins or anything else that could have punctured the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 120ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was moved to a new machine and completed treatment with no injury, adverse event, or medical intervention required. It was confirmed that the bloodlines used were not manufactured by fresenius. The fresenius 2008t machine was inspected on (B)(6) 2018 for its semi-annual preventative maintenance and passed all functional tests.